Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
End user advised was inside home going from living room to kitchen and left front caster fell off. End user advised threaded part that is inside of the frame is worn causing caster to come off. End user advised no injury. End user advised put caster back up in frame and as long as caster does not go up it will not come off. End user advised currently still using the chair due to does not have another chair. End user could not provide any further information. Update from 02/17/2016 added by complaint handling unit: per email received to (B)(4), the end user has called back stating that he has put the caster fork back into frame since we spoke with him. Since the caster has fallen out again and causing injury. User fell out of the chair, causing bruising.

Manufacturer narrative:
Product was returned for evaluation. The return fields in (B)(4) state: custom manual wheelchairs. Hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: visual observation- the left fork and stem bolt screw into the threaded part of the head tube, but the bolt slides past the first set of threads because the threads are flattened. The bolt does catch and tightens, but if the bolt loosens the fork will fall out. Conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the left fork bolt coming loose because the threads on the left head tube are flattened and not completely catching the fork stem bolt. Complaint was confirmed. The underlying cause is threads are flattened. Root cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in (B)(4) state: custom manual wheelchairs. Hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: visual observation- the left fork and stem bolt screw into the threaded part of the head tube, but the bolt slides past the first set of threads because the threads are flattened. The bolt does catch and tightens, but if the bolt loosens the fork will fall out. Conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the left fork bolt coming loose because the threads on the left head tube are flattened and not completely catching the fork stem bolt. End user advised was inside home going from living room to kitchen and left front caster fell off. End user advised threaded part that is inside of the frame is worn causing caster to come off. End user advised no injury. End user advised put caster back up in frame and as long as caster does not go up it will not come off. End user advised currently still using the chair due to does not have another chair. End user could not provide any further information. Update from 02/17/2016 added by complaint handling unit: per email received to quality@invacare.com on (B)(4) 2016, the end user has called back stating that he has put the caster fork back into frame since we spoke with him. Since the caster has fallen out again and causing injury. User fell out of the chair, causing bruising.